Manufacturer narrative:
The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain an UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) readings were drifting for the carbon dioxide (co2), oxygen (o2), and venous oxygen saturation (svo2). As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h3 & h6. The service repair technician (srt) could not duplicate the reported issue. The monitor powered on and passed self-testing. The hematocrit (h/sat) passed service mode testing. The arterial blood parameter monitor (bpm) passed service mode and intensity testing. The erasable electronically programmable read only memory (eeprom) contained zero critical errors. The potassium (k+) value was 230a which is not a manufacturer default code, which indicated that the monitor was appropriately calibrated the last time it was performed. The problem occurred on 12-jan-2026, the sample calibration according to eeprom was last ran on 07-jan-2026 indicating calibration was not ran the day the issue occurred. The reported issue was not duplicated during testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d10. Per the user facility, multiple calibrations were performed and the cuvette was cleaned, but the issue remained. The blood parameter monitor (bpm) stated that the venous oxygen saturation (svo2) was 75% while the blood gas analyzer stated it was 85%. The issue occurred during multiple cases, so the team pulled the bpm from service.